Manufacturer narrative:
Conclusion code no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative that the ins could not be charged anymore, no interrogation possible and a loss of stimulation occurred. It was noted that the ins was replaced. Interrogation was not possible and a physician recharge mode (prm) was not possible. After the replacement the impedance measurement showed normal impedances and there were no further issues with new ins. No further complications were reported/anticipated.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. The implantable neurostimulator (ins) passed functional testing. Concomitant medical products: product ID: 3550-29, serial# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.